Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer¿s blood glucose (bg) level was 600 mg/dl. Customer addressed the elevated bg by manual insulin injection. The customer reverted to an alternate method in insulin therapy.